Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime around (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake and caused a touch contamination that led to the reported event. The patient was hospitalized for the peritonitis which ended up recurring. The patient was treated with unspecified antibiotics and was later discharged from the hospital. During the follow up, the peritoneal dialysis registered nurse (pdrn) reported that the recurrence of the peritonitis was caused by antibiotics used to treat the initial onset. The recurrent peritonitis was determined to be fungal and the patient was hospitalized for the removal of the pd catheter. The patient was once again treated with unspecified antibiotics. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.